Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported deployment issue could not be determined. Factors that may contribute to a firing/ deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 3190 was removed. H11: additional manufacturer narrative: revised. Attachment: medwatch report #(B)(4).

Event description:
Subsequent to the previously filed report, medwatch #: (B)(4) was received stating: during an endograft procedure, our vascular doctor went to deploy one of our perclose devices and it failed. They weren't specifically sure what exactly went wrong but the device malfunctioned and didn't properly deploy, and a new device was needed.

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from ni to no.